Event description:
During a meniscus repair using a fast-fix 360 reversed curve ndl deliv, it was reported that when the deployment knob was depressed to deploy t1, the t2 implant also deployed. Both implants remain behind the patient¿s meniscus without fixation. The procedure was completed with a back-up device. There were no reports of patient injuries or complications. The patient¿s condition was okay post-procedure.

Manufacturer narrative:
Device evaluation: one fast-fix 360 reverse curved needle delivery system was returned for evaluation. Only the insertion device was returned. The actuator is in its t2 pre-deployment position indicating a deployment of t1. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and would not function as intended due to the bend in the needle. Although the failure mode of t2 pre-deployment cannot be confirmed, the described failure is related to an investigation that has been opened to determine root cause of the pre-deployment issues. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).